Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the pump battery compartment was observed to be cracked below the bumper pad. During testing the pump powered on and the display screen was noted to be discolored with a pinkish contrast. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was discolored and the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(6) 2015.